Event description:
Surgery was a plif of levels l4-s1. Surgeon reduced using the reduction fork the patient's left side rod onto the screw heads without any issues. Then proceeded to do the same for the patient's right side but did not use any form of reduction tool. Surgeon then used the normal method to final tighten on the left side followed by the right side when he noticed that the s1 screw head had dislocated from the screw. Surgeon then removed the screw using a screw driver without the outer shaft. Mr (B)(6) inserted the same screw into the patient and completed the procedure without any further incident without delay or medical intervention.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering evaluation.